Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit would not turn on after shutting off. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The remote service engineer (rse) advised the biomed to confirm that the 24v power supply was functional. The rse then provided the customer with the part number of the power supply to order. The biomed was also advised to confirm the part number of the power management (pm) printed circuit board assembly (pcba) in the diagnostic screen to order and replace. Onsite service was later planned for evaluation of the device. Device evaluation and repair are pending.